Event description:
A patient was brought to the or for a bronchoscopy and ktp laser ablation of airway granuloma. The ktp laser was inspected and tested per protocol prior to the procedure starting. A 3.5 ventilating bronchoscopy was placed with the ktp laser fiber being passed through the side port of the bronchoscope. Once the fiber entered the airway, it fractured. There were three pieces noted in the airway. A parson's laryngoscope was used to expose the larynx while optical forceps were used to remove the three pieces of the shattered fiber. The original planned procedure was then completed. There was no injury to the patient who was discharged home four days later.